Event description:
It is reported that the customer is receiving motor error. The patient's blood glucose lever was at 230 ml. Trouble shooting conducted and revealed motor error occurred during priming. Also, the insulin pump could have been damaged by a fall over the weekend. Insulin pump being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime test. Insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump had a cracked battery tube threads and cracked reservoir tube lip.